Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during investigation were most likely related to the explantation surgery. This is a final report.

Event description:
The user experienced a gradual decrease in hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user experienced a gradual decrease in hearing performance with the device. Initially the user's hearing performance with the device did not seem to be affected but for the last several months the user's parents have noticed a reduction in his hearing with the device. The user has been re-implanted. Despite requested, the concerned device has not been received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a gradual decrease in hearing performance. Initially the user's hearing performance did not seem to be affected but for the last several months the user's parents have noticed a marked reduction in his hearing with the device.

Event description:
The user experienced a gradual decrease in hearing performance with the device. Intially the user's hearing performance with the device did not seem to be affected but for the last several months the user's parents have noticed a reduction in his hearing with the device. Re-implantation is pending due to the current pandemic situation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet. This is a final report.